Event description:
Inbound. Patient reports no disposable alarm with cadd legacy. She mixed new cassette and placed on other pump, advised to switch the new cassette to the alarming pump to test. Pump running with no issues. No need for pump replacement. Cassette issue. No further assist. No further details provided.